Event description:
It was reported that during an open reduction internal fixation (orif) right acetabulum procedure the tip of the drill bit broke off while drilling. The surgeon let the tip remain in the bone rather than removing the plate and screws to recover it. Also, during this procedure, the surgeon was using a mallet to hammer on the back of a straight ball spike and a chip broke off the handle. The broken piece was removed easily without additional intervention. No surgical delay reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient identifying information is not available for reporting. Device is an instrument and is not implanted/explanted. It is unknown whether or not the facility will return the complainant product to the manufacturer for review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.